Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was stuck in prime/rewind mode. The customer stated that he had an eye surgery and he can not see the status screen. The blood glucose reading at the time was 390 mg/dl. The customer called back the next day and stated that he has already given himself a bolus. Then the customer called back again and reported being hospitalized due to hypoglycemia. The low blood glucose reading was 30 mg/dl. The customer stated that he was not able to treat his low blood glucose before passing out and was rushed to the hosp. It was stated that the customer gave 18.0 units of insulin because he felt the bolus wizard recommendation was incorrect. The customer stated that he does not feel comfortable and would like to have a replacement of the insulin pump. No further info was provided.